Event description:
The patient was hooked up to a total parenteral nutrition (tpn) using a smartsite¿ needle-free connector(s) 0.2 micron filter. The registered nurse got a call that the tubing became disconnected (lot # 10 21069795). The tubing became disconnected at a site on the distal end of the filter ¿ the side closest to the patient. This is a connector site that is not supposed to be disconnected and looks like an area that is for manufacturing purposes only. A week before, the same incident with a 0.2 micron filter occurred with another patient while he was receiving anti-thymocyte globulin (atg) as part of his bone marrow transplant. The tubing became disconnected at the same point. The patient was having an anaphylactic reaction to the atg at the time so the tubing was not saved.